Manufacturer narrative:
The field service engineer replaced both louver hinges and aligned the cover. He performed a system check out. The system passed all testing. No fault found. System performed properly after part replacement.

Event description:
A medtronic field service engineer reported that the o-arm had a damaged louver cover. No patient present.